Event description:
Caller reported that the insulin gauge displayed an amount different than expected, with a fill estimate issue showing 115 units instead of the expected 240 units. There was no adverse impact to the customer's blood glucose level. The customer followed the necessary steps to remove air from the cartridge and used room temperature insulin. After reloading the same cartridge with assistance from technical support, the fill estimate corrected to the expected value of over 240 units, and the customer was satisfied with the resolution.